Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2015). The patient¿s meter has been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/20/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging she obtained an error 1 message on her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that she obtained the alleged error message on ¿(B)(6) 2015, at 1:00 pm¿. The patient manages her diabetes with insulin (self-adjuster). She reported consuming ¿less food/drink¿ as a result of obtaining the alleged message. She reported, after the start of the alleged issue, that she developed symptoms of ¿dizzy, anxious, headache [and] blurry vision¿. She reported on ¿(B)(6) 2015, at 2:00 pm¿, she consumed food and/or drink to treat her symptoms. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.